Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump after the pump fell to the ground while playing soccer. The patient's blood glucose level was at 4.4 mmol/l. The customer took the batteries out of the pump for two hours in an attempt to clear the alarm they received after dropping the pump. The customer was advised to call back for a replacement pump if the pump does not turn back on. No further information was provided.